Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 20, 2025 section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut in half and coated in viscoelastic residue and residue from the tape it was received on. The lens was cleaned and inspected; no further issues were identified. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5 and a6: unknown/not provided. Section b3: date of event: unknown/not provided. The best estimate date is between apr 9, 2025, and oct 13, 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the non-preloaded monofocal intraocular lens (iol) was implanted in the right eye, the patient experienced intolerable dysphotopsia. The symptoms persisted despite adjustments, and the patient reported feeling unsafe and unable to drive. An iol exchange was performed in a secondary surgical procedure, replacing the implant with a non-johnson and johnson iol. There was no reported patient injury. There was no indication that additional medical or surgical intervention was required. The patient outcome remains unknown. No further information was provided.